Manufacturer narrative:
The x-ray shield was replaced. The x-ray shield is made of tempered glass (safety glass). The tempering is to assure that if the glass fragments, it fragments into small irregular pieces instead of shards.

Event description:
It was reported that as the technician was positioning the patient, the aws operator x-ray shield spontaneously fragmented. The patient received a small shoulder laceration. She was checked out in the ER and released.